Event description:
It was reported that the customer's insulin pump had a failed battery and off no power alert. The customer's blood glucose levels are unknown. Standard troubleshooting was performed. The customer was unable to clean the insulin pump's battery cap. The product has been returned. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.